Manufacturer narrative:
Qn#(B)(4). Complaint (B)(4) is being retracted based on additional information that the clips were loosened from the cartridge. Complaint (B)(4) is not reportable.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer states clip falling from applier.